Event description:
It was reported that this right atrial (ra) lead fractured, which lead to a high out of range impedance, high capture thresholds and loss of capture. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.